Manufacturer narrative:
Additional information (14apr2022): the cse checked the instrument and saw that reagent dispense, pack piercing, aspirate, acid/base, and fluids were all performing acceptably. The cse observed the aspirate probe cuvette bottom needed calibration, which was performed successfully. There have been no further issues with vitamin b12 seen since the initial issue. The system is currently operational and fully functional.

Manufacturer narrative:
An outside the united states (ous) customer reported a discordant, falsely elevated vitamin b12 (vb12) patient result obtained on an advia centaur xpt instrument. It was confirmed that the quality controls (qc) were in range on the day of the event. The analyzer was recently checked and parts were replaced by siemens customer engineers (cse) against other service requests. The field application specialist (fas) visited to perform water paddles and background checks. The cse performed a decontamination with bleach. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated vitamin b12 (vb12) patient result was obtained on an advia centaur xpt analyzer. The initial result was reported to the physician(s). The initial sample was repeated on an alternate advia centaur xpt instrument. The repeat result was reported, as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated vitamin b12 (vb12) patient result.